Manufacturer narrative:
Method: the device was returned in an untestable condition as the relief valve was damaged. The investigation discovered that the vacuum relief valve was unstable, and the device couldn't be tested. This could have happened when the device was shipped back to the facility for investigation. Therefore, the device issue is not directly related to the event. The complaint and safety issue / adverse event cannot be confirmed. There were no visual imperfections found with the electrode array. This observation will be monitored and trended.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported that during the procedure, the patient uterus was perforated. The physician inserted the device and then slightly pulled it back and re-advanced to the fundus. The device would not pass cavity integrity assessment. The cavity was viewed hysteroscopically and a "small lateral perforation" was likely seen. Patient is doing well. No additional details available.